Manufacturer narrative:
G4: 14feb2021. B4: 04mar2021. H11: g5: k102985. H10: the service engineer (se) inspected the device and replaced the power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. The customer reported to have reset the alternate current and direct current and was able to power on the unit after that.